Event description:
It was reported that the user¿s device entered bg run mode and subsequently stopped automated insulin dosing after the bg run duration limit was reached, and the user did not understand that dosing had ceased until contacting support. Symptoms included no reported adverse physiological effects. Outcomes included user education on bg run mode duration and instructions to replace the sensor and re-pair to resume automated dosing without medical intervention. Investigation of this case revealed that the device functioned as designed with bg run mode expiring after its specified time limit, and the issue was attributable to user misunderstanding rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error due to inadequate understanding of bg run mode and its dosing limitations.